Event description:
Related manufacturer reference number: 2017865-2023-23816. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, upon attempt to initially load the lp to the delivery catheter, the lp failed to connect and released onto the sterile table. A second attempt to load the device was successful, however once the funnel tool was removed the device released and fell on the unsterile floor. A new lp was opened and loaded onto the initial delivery catheter without issue. The procedure was completed successfully, and the patient was stable.

Manufacturer narrative:
H6: premature separation code removed.